Event description:
Inflation could not be maintained on one size 6dct, disposable cannula low pressure cuffed tracheostomy tube. This was detected moments after insertion on a first time, tracheostomy pt. The 6dct device was tested prior to insertion with no inflation problems detected. There was one pt involved with no reported pt compromise. The 6dct device is available to be returned to the MFR for identification, analysis and investigation. As of the date of this submission, the device has not been received by the MFR.